Event description:
1/2001 baxter europe became aware of a donor who is said to have hemoglobinuria following a plasmapheresis donation that took place in 2ooo. The information received indicated the donation was started and continued with no issues up to cycle 3 on an autopheresis-c instrument. At the beginning of cycle 3 it was stated that the operator noted the color of the plasma had turned to dark red. The operator claims there was no 'hb detect' alarm triggered. Per the operator, the donation was stopped, without reinfusion of the reservoir. The donor was connected to another autopheresis-c instrument. The operator indicated red plasma was noted during the first cycle, again without an 'hb detect' alarm, and the donor was disconnected again, without re-infusion. A urine sample was done at the center and was stated to have been positive for red blood cells. The center medical director evaluated the donor and found donor to be in good condition, with no pain or complaints, bp 130/80, p 60. The donor was sent to an outpatient urological department and, per the donor, a diagnosis of hemoglobinuria was provided. The center indicated the donor had had no prior events of hemoglobinuria, indications of nephrolithiasis, infection or trauma. The donor has donated again, since this event.